Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05220. It was reported that one of the patient's leads had migrated after the patient experienced a fall. The issue was confirmed via x-rays. As a result, surgical intervention occurred wherein one lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the devices are being reported.